Event description:
Pt ultra meter had been giving them inaccurately high blood glucose readings. Pt has been using the meter since 2002. For the past several weeks; pt has been having symptoms of low blood glucose, which consist of feeling shaky and sweaty. Pt's meter was set to the incorrect unit of measurement. Pt mentioned that they changed the code number four weeks ago and might have accidentally changed the unit of measurement at the same time. Since then they have increased their insulin by 2 more units. In 2003 pt obtained a 150mg/dl and interpreted the reading as 15.0mmol/l and took two extra units of insulin. The following morning they had symptoms of low blood glucose and obtained a 57mg/dl. Pt again interpreted the reading as 5.7mmol/l. Unk if pt treated themself with juice or food with that reading. Pt did not seek medical attention or call their md. The next day called lfs and rep realized that meter was set to the wrong unit of measurement and assisted pt in changing meter settings back to mmol/l. At the time of the call pt tested and obtained a 3.0mmol/l drank orange juice at 9:10am. At 9:18am pt tested again and obtained a 6.3mmol/l. Lfs replaced the meter since the blood glucose readings were not in the order that they were performed. Control solution passed. Medical affairs is reporting this case as an adverse event because pt was taking more insulin than needed based on the wrong interpretation of results. This use error may have contributed to hypoglycemic events.